Manufacturer narrative:
The device log file provided basis for the manufacturer investigation. The logged entries show that the device posted several alarm messages concerning "mean airway pressure high", "airway pressure high", "airway obstructed?" And "pressure measurement inaccurate" on (B)(6) 2020. Furthermore the log file revealed several entries concerning fluid in expiratory valve. The posted alarm messages therefore correspond with fluid in the breathing circuit which potentially caused an obstruction. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation, the device cockpit posts an accompanying visual and acoustical alarm. The device reacted as specified to a detected deviation in pressure measurement values and posted appropriate alarm messages in order to inform the user. No device malfunction could be identified in the course of investigation.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded; results will be provided in a follow-up report.

Event description:
It was reported that an intubated preterm infant was being ventilated in mode hfo. Ventilator alarmed "pressure measurement inaccurate." Baby has profound apnoeic event requiring bag and mask ventilation. When baby stable, placed back on ventilator. Ventilator alarmed again (same message) a short time later so vent was swapped out for another.